Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised caller to perform a complete pvt on the unit to determine if it is operating as intended and do not place back into service unless unit passes all testing. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, the complaint will be re-opened and re-evaluated accordingly, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device alarms and displays the proximal line is disconnected error code 1202 even when it is not disconnected. The system keeps alarming. The customer reported there was no patient involvement at the time the issue was discovered.